Manufacturer narrative:
Fixture remains insitu.

Event description:
Per the clinic, the patient experienced recurring infections at the implant site and was treated with antibiotics (type and duration not reported); however, the issue could not be resolved resulting in removal of the abutment (date not reported).